Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture and balloon tear occurred. A 10.0 x80, 75cm gladiator balloon catheter was advanced to the target lesion for dilation of a previously implanted unspecified stent. However the balloon ruptured transverse and the balloon was torn circumferentially. The balloon fragment was removed using a snare.